Event description:
It was reported that the user experienced elevated blood glucose after an infusion set change while using a steel 6 mm contact/detach infusion set, and the agent advised replacing the infusion site and conducted follow-up. Symptoms included hyperglycemia. Outcomes included return of blood glucose to the normal range, with a recorded value of 122 mg/dl, and no alerts, alarms, or hospitalization. Investigation included user troubleshooting and education with follow-up verification of blood glucose normalization. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms reported and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.